Event description:
On (B)(6) 2012, it was reported that the pt's infusion device has switched off while he is playing badminton without giving an error or alert message. Previous to this, the pt's mother knocked the infusion device on a table to remove an air bubble. At that time the infusion device displayed e8 (power interrupt) and shut down. The pt does not change the battery cover as often as he is supposed to and thinks this may be the cause of the infusion device shutting down. For 2-3 months the pt has been receiving elevated blood glucose levels of 500 mg/dl and hi. The pt thinks the piston rod of the infusion device works slower than normal and this is the reason for the elevated blood glucose levels. His mother has lost confidence in the infusion device. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.